Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the handle is broken near the knife trigger. The reported condition was confirmed. The investigation found that the handle is broken near the knife trigger. The broken piece caused the device to become difficult to open. This damage is consistent with user abuse of the device. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-23. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. There was no patient injury.